Event description:
Zoll customer support contacted a (B)(6) male patient to exchange his battery charger. The patient's download revealed numerous battery charger fault flags. The patient was issued a replacement charger.

Manufacturer narrative:
Device evaluation summery: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger) has been confirmed. As received, the charger was unable to charge a battery pack. Upon evaluation, the power supply unit was defective with an output voltage of 16.5v compared to an 18v specification. The cause of the battery charger faults is the inability to charge a batter pack. The cause of the inability to charge a battery pack is the low output voltage. The cause of the low output voltage is a defective power supply unit cannot be positively identified. No adverse event resulted from the defective power supply. The patient was issued a replacement battery charger.